Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va092jm, implanted:(B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that she could not get her device to work and that it was not helping her control her bladder. She had tried putting fresh batteries in, but was still encountering problems with her device. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.